Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal was analyzed and found to be broken at the luer fitting. A piece measuring approximately .247" x .434" was returned. The second universal seal had no damage during visual inspection. No issue was identified. The third universal seal had the seal broken at the luer fitting. A piece measuring approximately .247" x 435" was returned. A device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to damage during various handling points, including manufacturing, installation, or use.

Event description:
It was reported that the user encountered the same issue with the universal seal as previously reported, where the screw popped out and the tube detached. This marks the third occurrence, each involving a different surgeon. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event(s).